Event description:
It was reported that patient reported pocket pain. According to the principal investigator, the cause was not related to the implantable neurostimulator (ins) but was instead due to body composition and the position of the ins. The event, classified as moderate, required surgery, and an ins pocket revision was performed on (B)(6) 2022. The adverse event was resolved as of (B)(6) 2022. No further complications were reported or anticipated.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.